Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2019-09282, 2017865-2019-09283, and 2017865-2019-09284. It was reported that the patient had an infection. Whole system was explanted on (B)(6) 2019 and a temporary system used. A new system was implanted on (B)(6) 2019. The patient was stable after the procedure.